Event description:
Numbness in hands. Unexplainable pain legs. Dose or amount: denture cream. Frequency: once daily. Route: oral. Dates of use: 1988 - 2009. Diagnosis or reason for use: denture adhesive. Event abated after use stopped or dose reduced: no. See scanned pages.